Event description:
It was reported by a physician that he got a reading of low impedance when running systems diagnostics on a patient¿s device. He does not believe there was any manipulation of the device. The patient was referred for lead revision. The company representative who attended the patient¿s visit on (B)(6) 2018 provided the impedance within normal limits on 2 separate tests. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Full revision surgery occurred. The explanted devices have not been received by the manufacturer to-date.